Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during dwell 2 of 4. The baxter technical representative (tsr) explained the alarm and assisted with ending therapy. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) contacted the home patient (hp) on the (B)(6) 2011 regarding the reported system error (se) 2240. The hp stated that she was able to resume therapy successfully after starting over with new supplies. The hp stated she did not notice any visible damage or abnormalities with the supplies in use, but mentioned that the tsr told her sometimes the bag may break, so the hp thought this might have happened since when she takes the bags out of the box she would just throw them on the bed. She stopped doing that and has not had any more problems. The hp noted she did not notice any bags leaking. The sample was discarded and the hp did not know the lot number since she was away from home. The hp will call back with the lot number information. The hp has not informed the registered nurse (rn) about the alarm because she has had this happen before and that time she had talked to the rn. The hp stated since then therapy has been going fine. There was no patient injury or medical

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.